Event description:
The customer reported that the insulin pump was alarming but no alarm occurred in the history. Troubleshooting was done for beep anomaly. Customer's blood glucose was 95 mg/dl. The customer was assisted to perform self test and test passed. The customer was advised to monitor the insulin pump and to call us back if the issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.